Event description:
An impella 5.5 device was inserted surgically into the right subclavian artery in a 47-year-old male patient presenting with cardiomyopathy. The patient presented in scai stage d shock, and was on multiple inotropes and vasopressors, and was ventilated for respiratory support prior to initiation of support. It was reported that there was a left ventricular (lv) perforation intra-operatively. In addition, the pump position was noted to be deep and was resolved with repositioning. The post-procedure outcome is unknown. The impella 5.5 will be coded for serious injury, cardiac perforation, and device repositioning. Ventricular perforation is listed as a potential adverse event documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Device in wrong position: based on the clinical details provided, the cause of the device in the wrong position is most likely due to an unintended user error. Patient device interaction problem: based on the clinical details provided, the cause of the patient device interaction problem is most likely due to an unintended user error as the pump was in a mal-position and then perforated the wall when the heart was manipulated it went through.

Manufacturer narrative:
D6b explant date updated. E4 was inadvertently omitted on the initial manufacturer device report.